Event description:
It was reported that during an unknown procedure the package was found broken and there is a tiny hole on the cover before nurse open the package. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: event year only reported. Batch #: x94v5w. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot/batch x94v5w, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.